Event description:
New information was received on (B)(6) 2015 that relates a reportable event. Patient reported by email on (B)(6) 2015 regarding an event that occurred in (B)(6) 2014. Patient changed to biofinity lenses after years of acuvue oasis lens wear. Switched off acuvue since (B)(6) 2014. Used trial pair of biofinity lenses one week of which there was no issue. After additional weeks of wear the eyes were becoming increasingly dry, red and irritated. Saw eye care practice in (B)(6) 2014. Lens rest was prescribed for one week and antibiotic eye drops. After returning to lens wear eyes began to feel irritated and dry. Saw a second optometrist who the patient relates determined a punctate keratitis or swelling of corneas, and likely allergy to silicone. Additional antibiotics prescribed and lubricating eye drops. Lens rest prescribed. Patient relates a severe decrease in vision. First eye care exam of (B)(6) 2015 relates contact lens solution sensitivity vs. Allergy to silicone. Tobradex was given. It was noted that the patient did not return for follow up and sought care elsewhere. Second eye care exam from new practice relates 3 visits on (B)(6) 2015. There is a note that the patient has seasonal allergies. There was moderate epithelial staining of both eyes. It was noted that there was no stromal edema. The practice notes there is no permanent injury. Medical intervention was required to preclude permanent impairment of an infectious corneal ulcer or microbial keratitis. There was a temporary decrease in visual acuity for both eyes. Punctate keratitis was noted for right eye. Everything else is clear. Some improvement but patient will need to continue with the lotemax steroid. Lot number for this event regards the left eye.

Manufacturer narrative:
Change to manufacturer report number from 2640128-2015-00007 to 9614392-2015-00010. The lot number on the returned device indicated other manufacturing site.

Manufacturer narrative:
Unopened product returned and inspected.

Event description:
Device returned and investigated.

Manufacturer narrative:
The subject lens was not returned for inspection. The complaint is unconfirmed. Device not returned.